Manufacturer narrative:
This complaint has been reported during a literature review performed by the post market surveillance group. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a study from hässleholm hospital, kristianstad, sweden. The title of this report is ¿wrist-bridging versus non-bridging external fixation for displaced distal radius fractures.¿ which is associated with the stryker hoffman external fixation system. Within that publication, post-operative complications/ adverse events were reported from march 1998 to march 2002. It was not possible to ascertain specific device and patient details from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 19 complaint were initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses pin site infection (skin redness and discharge). 2 out of 15 cases. The study states, ¿pin site infection (skin redness and discharge) was recorded in 6 patients in the wrist-bridging group and 9 patients in the non-bridging group; all were diagnosed within 2 weeks of surgery and treated with antibiotics. No deep infections occurred.¿